Event description:
It was reported that the during the attempt to remove the lead, the insulation could not be removed from the patient's sub clavian artery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.